Event description:
It was reported that during a labrum stabilization surgery the device did not work, there was no action. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update swit 11-apr-2024: the metal part of swivelock just broke during the implantation, the surgery was not finished with defective device, they used another one.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-2325bcc-1, batch 15106134 was received for investigation. Visual evaluation noted that the inner shaft tip was broken off. No functional testing was performed due to the damage to the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause for the reported failure is a use error due to improper bone preparation or misaligned insertion. Per dfu-0087 at revision 3. G. Precautions. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.